Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, stent dislodgement and a shaft break occurred. The 80% stenosed target lesion was located in the non-calcified and moderately tortuous left anterior descending (lad) artery. The eccentric lesion was 40mm long and approximately 2.75-3.00mm wide. After pre-dilating with a 1.5x12 apex flex and a 2.5x15 maverick2 balloon the stenosis was reduced to 40%. The 2.75x38mm taxus liberte stent delivery system (sds) was advanced, but only crossed part of the lesion. Air entered the delivery balloon causing it to partially inflate and have a "dog bone shape". Due to the air in the balloon, the struts on the proximal and distal end of the stent flared open. Upon withdrawing the sds, the stent dislodged in the iliac and did not migrate in the patient's body. Attempts to retrieve the stent with wires were unsuccessful and the physician used a snare to remove the stent. Also while removing the sds, the shaft broke into two pieces outside the patient. The procedure was completed with another of the same device and no additional patient complications were reported. The patient's current condition is listed as "stable".